Event description:
The customer reported that the unit failed to recognize the batteries.

Manufacturer narrative:
The customer reported that the unit failed to recognize the batteries. Philips was notified that the customer will not be repairing this unit. Due to the customer not repairing the unit, we cannot determine the cause of this failure.